Manufacturer narrative:
A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). The device history record for the reported lot number, m5082t625, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Four boxes of unused product was returned. Three random samples were taken from each box. The control valve plunger was depressed multiple times in succession. The cap was then rotated to the locked position and rotated back to the unlocked position. The plunger was then depressed again. Nine samples did not exhibit any issues with the function of the control valve. On three samples, resistance was felt when rotating the cap to the locked position. After being unlocked, the plunger did not fully return to the open position when depressed and released. Suctioning was performed on one of the impaired samples. Suction pressure set at 120mmhg. With the valve depressed and released, suctioning occurred. The valve was then placed in the locked position. Suctioning occurred in this position. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
This is the first of four reports for the same patient involving four separate incidents. Unknown date of event, refer to MDR number 8030647-2015-00024 for the first report. This is the second of four reports for the same patient involving four separate incidents. This is the third of four reports for the same patient involving four separate incidents. This is the fourth of four reports for the same patient involving four separate incidents. It was reported that leaks in the valve on the inline suction catheters were observed during use. There was no patient harm. During ventilator set up on the patient, the health professional attached the catheter then realized that the return volume was significantly lower and off by 200-300. A ¿whisping¿ noise from the valve was also observed. The first time it occurred, they changed out the ventilator system line, then realized it was the catheter valve (white piece).

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).